Manufacturer narrative:
Corrected information provided in b.2., h.2., and h.11. Upon further assessment, the cassette vacuum failed during visco removal mode of the surgery which does not leads a serious injury and it is not likely that a recurrence would result in serious injury. The initial report was submitted in error. No further reports will be scheduled under mfg report num. 1644019-2025-02537. The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional reported that vacuum failed to achieve and unable to aspirate during visco removal stage of surgery. The procedure type was unknown. The procedure was completed on same day. There was no patient contact.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).